Manufacturer narrative:
A follow-up report will be filed when investigation is complete. (B) (4).

Event description:
Current exam will not display after comp (compare) dropdown is opened. There was no reported patient injury associated with this event.